Event description:
500cc pressure bag empty after only 2 hrs. Continious cardiac output swan ganz not working, had been replaced in or. Transducer was leaking when line zero'd (open to air) dripping continously when turned on to pt. 1000 un extra heparin + 500cc extra fluid given to pt.